Event description:
A site rep reported that during a navigated scoliosis case utilizing o-arm imaging, navigation appeared accurate until he performed a confirmation spin with the o-arm. The spin showed the 4 screws that had been placed twisted to the pt's left side. Surgeon had to remove one of the placed screws. The surgeon decided to discontinue use of navigation and complete the surgery. Surgeon reported it was not a problem to discontinue use of navigation for the rest of the surgery. There was no negative impact to the pt.

Manufacturer narrative:
Pt ID and weight are unavailable from site. A medtronic rep went on site to test the system. Using a demo model both the o-arm and the s7 tested accurate.